Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) reservoir underwent a thorough analysis. The component was microscopically inspected, and leak tested. No leaks were identified; however, a strand of hair inside its shell was identified. Based on the information available and analysis results, the foreign material identified in the reservoir shell could have caused or contributed to the reported clinical observation.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant surgery, the medical staff noted a hair in the reservoir before getting the component entirely out of the inner package; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that, during an inflatable penile prosthesis (ipp) implant surgery, the medical staff noted a hair in the reservoir before getting the component entirely out of the inner package; therefore, a different reservoir was used to complete the procedure. There were no patient complications reported.